Event description:
It was reported in (B)(6) 2009 that the pt felt a great deal of pain in the sacral iliac but it was unclear whether this was new pain or if the programming did not cover the initial pain. There was no related accident or incident. The following month the pt indicated that she still was having problems with the system. Later it was reported that the pt could not adjust the implantable neurostimulator (ins). In 2010, it was reported that the pt had discomfort at the ins site and felt like the ins "was touching a bone." The ins was explanted and the pt recovered without sequelae.

Manufacturer narrative:
(B)(4).